Event description:
It was reported that recently the inflatable penile prosthesis stopped inflating adequately, preventing sexual intercourse. An ultrasound revealed an empty reservoir. A surgical intervention to replace the device has been scheduled. There were no patient complications.